Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported issue with insulin pump. The customer reported that the insulin pump stopped working and the buttons were not responding. The customer reported the blood glucose of 24 mmol/l at the time of incident. The customer reported that the she gave herself a bolus which went through. The customer reported at the night after dinner the customer reported having high blood glucose. The customer reported that she was disconnected from the insulin pump. Troubleshooting was not provided at the time of call. The insulin pump will not returned for analysis.